Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: h6 type of investigation. Additional information was requested, and the following was obtained: how long was the extension of the procedure? The procedure time has been extended of 15 mins compared to usual one. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. No. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? No. What is the patient¿s current status? The patient is going well, he will be see by his doctor in 2 month (3 months after the surgery).

Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2023 and suture was used for the anastomosis. During the procedure, the needle pulled off. It was stated that there were temporary consequences on the patient as there was an extension of the duration of the intervention. For the surgeon to start the anastomosis again. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify if there were consequences for the patient ? There were temporary consequences on the patient : extension of the duration of the intervention. The doctor therefore had to start the anastomosis again. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the extension of the procedure? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status?